Event description:
As it was reported by the affiliate via email: the hub was cracked.

Manufacturer narrative:
An investigation is ongoing. Additional info will be submitted within 30 days of receipt.